Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. A second clip was placed, however during deployment, after retracting the lock line approximately 8-10 inches, resistance was felt with the lock line. The lock line could not be removed from the device. The clip delivery system (cds) was removed from the steerable guide catheter (sgc) carefully and the lock line was accessible from the back of the sgc. The lock line was then easily removed and the clip remained stable. Mr was reduced to 3. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the inability to remove the lock line/mechanical jam could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.